Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized. The cause of the event was not provided. On an unreported date, the patient began treatment with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the event. On an unreported date during hospitalization, dianeal therapy was discontinued. The patient was recovered from the peritonitis. No additional information is available.